Manufacturer narrative:
The semi rigid ureteroscope was returned the service center for evaluation of the reported poor image issue. The evaluation confirmed the image was poor and the image was off center. In addition, the channel opening at the distal end of the ureteroscope and the black colored eyepiece cup at the proximal end of the scope were damaged. A review of the repair history was completed and indicated that the ureteroscope was purchased on (B)(6) 2009 with no previous repair records. The biomedical engineer technician at the user facility further reported there was no damage or abnormalities observed. The details surrounding the procedure and patient are unknown. The cause of the reported issue cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated accordingly.

Event description:
The service center was informed by the user facility that during an unspecified procedure, the semi-rigid ureteroscope was producing poor vision. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide an update to the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The root cause of the issue could not be conclusively specified. The probable cause was most likely due to user mishandling. To avoid inadvertent damage, the instructions for use (IFU) provides the following guidelines: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects," and "avoid using excessive torque/force on the endoscope, as patient injury and possible damage to the instrument could result."

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer's (OEM) investigation. A review of the device history record (DHR) indicated the scope was shipped as a repair exchange and was manufactured in (B)(6) 2019. There were no anomalies noted during the production process. An investigation was completed by the OEM and determined that there was no production, material or processing related cause for this failure mode. The potential cause of the reported event was attributed to impact to the distal end.